Event description:
It was reported that during an open gastrectomy, some staples were unformed (legs were straight) when the device was used on the duodenum. The surgeon felt that the firing force was higher than expected, but the firing knob was fully moved forward. The target tissue was regular and the device clamped the tissue properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. Additionally, three formed staples and one partially formed staple were received separate. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.